Event description:
The pt has a pns system (off label) which includes 4 leads from the same lot number. It was reported the pt experienced stimulation in the wrong location. The pt's leads were explanted and replaced on (B)(6) 2014. The pt reported effective stimulation coverage postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.